Event description:
It was reported that the instrument broke during the procedure. They had another close to hand. There was a very minor delay reported.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00549.

Manufacturer narrative:
One 80-0728 "1.5mm hex driver tip, locking groove" was returned; device was returned damaged with a split-off tip segment not returned. Driver examined under magnification. Driver exhibits a breakage that is simple, with a singular fracture surface. Fracture surface is very slightly oblique to the device axis. Signs of ductility are not present at the fracture site (e.g. Necking). Signs of fatigue are not present at the fracture site (e.g. Progression or "seashell" marks). Lobes of the driver exhibit a slight twist about the device axis. Device overall length as measured with caliper. One 80-0728 "1.5mm hex driver tip, locking groove" was returned; device was returned damaged with a split-off tip segment not returned. Driver examined under magnification. Driver exhibits a breakage that is moderately complex, with a singular fracture surface which appears slightly cupped, exhibiting jagged or spiked edges. Fracture surface appears largely perpendicular to the device axis. Signs of ductility are not present at the fracture site (e.g. Necking). Signs of fatigue are not present at the fracture site (e.g. Progression or "seashell" marks). Fracture surface does appear to exhibit some other form of non-progression-mark marring. Lobes of the driver are not twisted about the device axis. Device overall length as measured with caliper. No definitive conclusions can be made. Related report: 3025141-2025-00549.